Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced pain and heard a "crack". The patient queried if the device "could have come apart". Patient also noted they have cancer atrial fibrillation (af) and osteoporosis. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.